Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was described as bloody fluid (5-10ml) leaked from the area of the bsv (blood sampling valve) and manual probe of the instrument onto the front of the instrument and dripped onto the counter. The customer was wearing gloves and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
The customer heard a noise, observed the leak, and found a tube had popped off at feed-thru fitting ff151 / pinch valve pv43. On (B)(4) 2014, beckman coulter field service engineer evaluated the instrument and noted that the instrument generated high vacuum out of range errors and the vacuum trap was full of fluid. He replaced the tubing through pinch valve pv43 which had previously popped off, emptied the vacuum trap, dried the vacuum lines, and verified instrument operation. (B)(4).